Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in late (B)(6) 2011. The device and lead system were taken out-of-service and replaced. The chronic rv defibrillation lead was modified. The rv pace/sense portion of the rv defibrillation lead was sugically capped and replaced with a separate rv pace/sense lead. The shock portion of the rv defibrillation lead remained in-service. There were no adverse events reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this patient sent an e-mail to boston scientific's web site in (B)(6) 2011. The patient reported that this device was implanted 18 months ago and alleged that "this device never worked because the leads detached over a period of several weeks." The patient is seeking financial compensation for loss wages and inconvenience. The patient is requesting that this device/lead system be explanted. Boston scientific's legal department has been notified of this request. Subsequently, boston scientific received information from the local representative that this patient has refused any further procedures and device follow-ups. An lv lead reposition was attempted ((B)(6) 2009), but was unsuccessful and an epicardial lead implant procedure was scheduled. The patient cancelled the scheduled epicardial lead implant procedure in (B)(6) 2009 for personal reasons. According to the local representative , the right atrial (ra) lead has been exhibiting a greater than 2000 ohm pacing impedance associated with loss of capture. The right ventricular (rv) lead has not been tested and remains in-service.